Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient had shocking and their device was misfiring in the stomach and left flank or back. This was due to a sudden change in symptoms on (B)(6) 2016. The shocking started and gradually increased to the point of the patient going to the emergency room (ER) on (B)(6) 2016. A manufacturer representative was paged to the ER and couldn't stop the shocking for the patient. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.